Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six years and nine months following the implant of a transcatheter aortic bioprosthetic valve (tav) within a pre-existing non-medtronic surgical aortic valve, a transesophageal echocardiogram revealed structural valve deterioration with severe hemodynamic valve deterioration, thrombosis, and a new occurrence or increase of at least two grades of intra-prosthetic aortic regurgitation (ar) resulting in at least severe ar. It was noted that the patient was on a direct-acting oral anticoagulant medication for 58 months. Subsequently, the patient was treated with re-intervention. A non-medtronic valve was implanted within the medtronic tav.